Manufacturer narrative:
The service rep performed the following: cleaned output port on image intensifier and input port on ccd camera to no effect. Replaced ccd camera to clear blemish. Adjusted new ccd tracking to 70 kvp in normal and 75kvp in mag1 with one copper filter. Verified focus is in spec with norm at2.2lp/mm and mag1 at 3.0 lp/mm. System functions as intended.

Event description:
The customer reported the 6800 had a blemish on the image. No pt involvement.